Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced thrombosis. During the index, an unknown taxus stent was implanted in the left anterior descending (lad) artery. The patient experienced very late stent thrombosis 2 years post index procedure. The physician treated the thrombus by using a thrombus aspiration device and re-stented with a promus device. The patient condition was noted as "fine."

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4). If implanted give date: approximately 2 years ago (B) (4)